Manufacturer narrative:
Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37746, serial# (B)(4), product type: programmer. Patient product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead.

Event description:
It was reported there was a problem with the programmer and it was showing the "charge your implantable neurostimulator (ins) now screen". It was reported the patients stimulator had stalled out and was not working. It was reported the patient could not get his device to charge, or cannot get his pp to connect. It was reported the patients stimulation had stopped. It was noted the last successful recharging was last week sometime. It was noted the patient tried to recharge but lost all the "efficiency bars", so he tried again last friday ((B)(6) 2014) evening and could not get a reading. It was reported the patient did not go a long period of time without charging. It was reported the patient thought his device had "juice" until yesterday. It was noted the patient used the recharger (insr) while troubleshooting and reported to see the recharging screen but had no "efficiency bars" filled in. The patient attempted to reposition antenna, and tried turning the dial on the charger and this did not resolve the issue. It was advised to the continue to charge. It was further reported the patient was able to charge some and felt a "little juice", but then it stopped working again. It was reported the patient could not get a reading on the pp or insr. It was stated there was no known cause of the troubles, but the ins felt "like it's sideways" and "it moved up and down" and "back and forth". It was stated it "used to lay flat". It was noted the patient had 11 surgeries.